Manufacturer narrative:
Medtronic has not received the device/component from the customer for evaluation nor has a medtronic engineer evaluated the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient, the e360 ventilator generated an alarm, a communication error message was displayed, ventilation stopped and there was a power off issue. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Later, a hospital medical device engineer inspected the device and confirmed that there was a "no communications" error recorded in the ventilator logs. Additionally it was noted that the ventilator's time was 12 hours ahead. There was no power off issue recorded in the event history.